Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device was getting hot while using the device and the battery is still hot this morning and the battery was pulled out of the device approximately midnight last night. The same device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore functional testing cannot be completed on the battery.